Event description:
It was reported that this patient experienced a fall following a received shock. As a result of the fall, the patient developed a hematoma on their shin. A dressing was applied to patient shin. Additional information was received that this device exhibited oversensing resulting in an inappropriate shock and hospitalization. This device remains in service. No additional adverse patient effects were reported.